Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Was this event previously reported to ethicon? What is the product code and lot number of surgicel used during the initial index procedure?

Event description:
It was reported in a journal article that the patient underwent a left-sided posterolateral thoracotomy procedure to remove a tumor in the left lower lobe of the lung on unknown date and the absorbable hemostat was used. A benign hamartoma was removed and the absorbable hemostat was placed between the 5th and 6th costa posteriorly against the muscular layer when some bleeding from intercostal muscles in the vicinity of the columna was noted. At the recovery room, neurological function assessment showed sensory analgesia at t8 and total paralysis in the lower limbs was noted. CT-scan showed a process of increased density at the level of t5-6, with the medulla compressed and pushed to the right. A laminectomy was performed. A large piece of absorbable hemostat occupying 2/3 of the diameter of the spinal canal was recovered. The spinal cord was decompressed and the dura showed good pulsation at closure. The patient woke up after the surgery with total motor and sensory deficit up to the level of t6-7, which remained virtually unchanged one year later. Additional information has been requested.